Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 81 mg/dl. Reportedly, the customer used a non-tandem provided needle to address and resolve the issue. Tandem technical support educated the customer to use only tandem provided syringes and needles to fill the cartridge.